Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer prior to use that cs300 intra-aortic balloon pump (iabp) battery was not holding charge. No patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1(initial reporter, event site email), g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions) , h11. A getinge field service engineer (fse) evaluated the unit and found the power supply switch in the off position which didn¿t allow for the batteries to charge. The fse let unit charge over night and the unit passed all functional and safety tests. The unit was cleared for use.